Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for high blood glucose alerts. Their blood glucose level during the incident was 489 mg/dl and the customer was treated with insulin pump. Customer reported they did not feel any symptoms related to blood glucose. Troubleshooting was declined for high blood glucose. The device failed the audio test. They did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.